Manufacturer narrative:
In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device met performance specifications. The operational and diagnostic analysis does not confirm insufficient drive issues.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that on (B)(6) 2014, the device that is used to perform product complaint evaluations of handpieces was not working. When a handpiece was connected to the device, the handpiece would not operate at all when the trigger on the handpiece was pressed and the indicator light did not turn green or red. The handpiece operated when pressing the trigger, morcellation was occuring and then the handpiece just stopped working. There was no drive/power supplying the handpiece and the indicator light on the device was neither green or red. There was no patient involvement and no adverse patient consequences. No further information was provided.